Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery alarm. Customer current blood glucose reading was 553 mg/dl. Customer had 430 mg/dl and 500 mg/dl reading and treated with manual injection customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer reported site is changed every 2-3 days, cannula was bent. Customer did not perform high pressure test. Customer also mentioned having a low blood glucose of 50 mg/dl when the basal rates were changed. Customer treated the low blood glucose with food. Products will not be returning for analysis.